Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" on (B)(6) 2010 inr= 1.4 and 1.6 (meter would not turn off). On (B)(6) 2010 inr=1.9 (replaced batteries prior to test). Had lab draw, but results not provided. Therapeutic range is 2.0-2.5. Pt is using new box of strips. Has not had problems before. Meter is about 10 years old. Pt is taking seizure medicine, blood pressure meds, and synthroid for hypothyroidism. Takes coumadin for heart valve replacement. F/u with pt's daughter - it seems that not changing the strip code was the problem. She has had normal results since then and they matched the lab tests. Daughter did not provide actual numbers.

Manufacturer narrative:
Investigation pending.